Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips from device failed to form. No other information is available. It is unknown how case was completed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).no patient information is available. The account is a recent conversion.